Event description:
The customer reported that there was no communication between the workstation and the c-arm, which prevented the system from being functional. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface and fluoro function boards were replaced. The system was tested and found to be working as intended and put back into service.